Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque handle revealed superficial wear in the form of nicks and scuff marks on its surface. Torque handle was mechanically tested and was found to be consistently within the specification limits. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The investigation could not verify or identify any evidence of the device contribution to the reported problem. It is not suspected that the device failed to meet specifications. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a scoliosis deformity procedure. Intraoperatively, surgeon from (B)(6) hospital in (B)(6) who covers the case together with a depuy synthes sales consultant happens to noticed that the tip of the tapered x-25 inserter/tightener shaft "slipping" within the set screw, making it difficult to final tighten. Reportedly, prior to final tightening, he placed all his pedicle screws, selected a 400 mm cocr viper 2 straight rod, and proceeded to bend the rod using a table top rod bender. Once the surgeon placed all the expedium verse unitized set screws, he then final tightened the most apical screw of the curve using the verse torque wrench and verse x-25 inserter/tightener. After final tightening the most apical screw the surgeon moved caudally to the next screw, placed a facilitator over the head of the screw, applied distraction and then final tightened this screw. After final tightening this screw the surgeon informed sales consultant that he visualized motion in the previously final tightened screw. Sales consultant removed the torque wrench and x-25 inserter/tightener shafts from the sets to ensure these would not be used in the future. There was no surgical delay and procedure was successfully completed. Patient status is unknown. This complaint involves six (6) devices.